Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the protector of the video cable section was cut, the video cable is broken and, stripes in image occur. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the stripes in the image occur due to the broken video cable. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end), the cut protector of the video cable section, or the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damage to the fiber bonding in the outer tube area, a cut to the video cable section protector, and broken video cable, and stripes in the image. There was no patient involvement.